Event description:
Patient experienced a stent fracture.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that an unknown cypher stent was fractured. Despite multiple repeated attempts to gain further information, no details regarding this complaint are available. A patient of unknown age, gender and medical history had an unidentified cypher stent implanted in an unknown vessel at an unknown time. There are no procedural details available. A stent fracture was identified in an unknown manner. There is no information regarding treatment of the stent fracture or patient status. Neither the stent nor the sterile lot number is available thus no analysis or DHR could be performed. Stent fracture is a known potential adverse event associated with stent implantation procedure and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture. Most arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces are unknown and no conclusion can be reached regarding the possible contributing factors to the reported event.